Event description:
Reportedly, the patient sustained a shock, then felt faint and went unconscious. The patient died several days later in the hospital. It was indicted that there were spots of "molten titanium" on the ICD housing, which may be and indication of an arc over from a high voltage lead conductor during a shock delivery due to a short circuit.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.